Event description:
No exposure available. It has been reported to philips that exposure is not available. The device was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not available. During troubleshooting, the fse found that there was malfunction with the system and the bodyguard was dirty. The fse restarted the system and replaced tube cover and sensor and the issue was not resolved. Review of the log file showed malfunctioning frontal ip-pc. The fse replaced the ip-pc. After replacement of the ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.